Manufacturer narrative:
The insulin pump was received with the operating currents within specification. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The unit was programmed with test minilink and the glucose sensor simulator. The unit communicated properly with the glucose sensor simulator and displayed the 100 mg/dl value properly on display graph. The unit was also programmed with a test glucose meter and the unit communicated properly and recorded the 144mg/dl value properly from the glucose meter. No unexpected calibration errors noted. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked casing at a reservoir tube window corner, minor scratched lcd window, loose/shifted end cap sticker, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose yesterday was in the 300 mg/dl range and 400 mg/dl range. The patient treated via insulin pump bolus. A high pressure test was performed and the insulin pump failed. The insulin pump was returned for analysis.